Event description:
It was reported that the ilet displayed alert 57 and experienced repeated failed firmware updates despite adequate charge, and a restart did not resolve the issue, consistent with a software/program execution problem. A replacement device was arranged and the user was advised on setup and report syncing, with backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case is pending. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.